Event description:
It was reported that after preparing the cephalic vein, the physician attempted to insert this right ventricular (rv) lead. However, the lead did not advance very far into the body and was temporarily set aside. Following the puncture, the lead was inserted into the rv and screwed into the heart. Sensing was good. However, the impedance was greater than 1300 ohms and the stimulation threshold was high (greater than 1.5 volts). It was then decided to reposition the lead. Unscrewing the helix went smoothly. When screwing the lead back into the heart, the helix was difficult to unscrew and screw back in. Consequently, the lead was removed from the heart. Outside the body, the helix mechanism proved difficult to extract and retract, so a new lead was used. No adverse patient effects were reported. Product return is expected.